Event description:
It was reported that the home patient (hp) had a pin size hole in their transfer set used for peritoneal dialysis (pd) therapy with the homechoice (hc) device during dwell one of four. The technical service representative (tsr) advised the caregiver (cg) to have the hp end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.